Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information the device generated alarm indicating low o2 concentration. The issue was solved by replacement of the maintenance kit including nozzle units. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed in april 2025, which is sooner then a year, or every 5000 hours of operation. The device's logs were not provided for further analysis. The defective parts were not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units.

Event description:
It was reported that the ventilator had issues related to o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).